Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. .if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: spondylotic lumbar spinal stenosis. Multi-root lumbar radiculopathy. The patient underwent following procedures: lumbar laminectomy with spinal canal, lateral recess, and foraminal decompressions, l2, l3 , l4, and l5; posterolateral arthrodesis using the construct of autograft, allograft with activated glass (origen) , and rhbmp-2. As per operative notes,¿ the patient underwent an urgent cervical decompression by anterior cervical microscopic diskectomy followed by an interbody graft construct of peek, autograft and trinity allograft. No intra-operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.